Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. The customer's blood glucose level was 110 mg/dl. The customer declined further troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.